Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was present in the emergency room. Upon interrogation, the pulse generator system exhibited infection, and the device eroded. The device was removed and the right ventricular lead was capped. A whole new pulse generator system was implanted. No other patient symptom was reported and the patient was recovering.